Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/15/2016 with the following findings: investigation revealed two battery compartment cracks and a dim and discolored display. Unrelated to these issues, the pump had chipped paint. In addition, a crack was noted to the pump case. The audio bolus button cover was punctured; however, the bolus button was responsive during the investigation. (B)(6).

Event description:
The pump was returned for investigation. This report is made based on results of investigation completed on (B)(6) 2016. Investigation revealed two battery compartment cracks and a dim and discolored display.